Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed, did not open and unable to recover or eject. A field service engineer (fse) inspected the station, powered it down, inspected the bus cable, removed the rear covers, inspected and reseated all connections and ran diagnostics, which passed successfully. The fse then restarted the application; the customer was able to recover and confirm normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system cubie pocket was failed, did not open and unable to recover or eject. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.